Event description:
Information was received from a trial patient via manufacturer representative who was using an external neurostimulator (ens). During scs trial patient experienced weakness in legs. Switched groups, turned of stimulation. Md instructed patient to leave stimulator off and to come have trial leads removed.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type screening device product ID 977d260 lot# serial (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial (B)(6) , ubd: 03-jul-2028, UDI#: (B)(4); product ID: 977d260, serial(B)(6), ubd: 30-may-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.